Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/14/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. MFR retained sample investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2021. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported in 2210968-2021-12982.

Event description:
It was reported that a patient underwent an exploratory laparotomy on (B)(6), 2021 and suture was used. During the procedure, the suture broke while ligating the vessel. No adverse patient consequences reported. No additional information was provided.